Event description:
The consumer alleges he heard a noise and saw a small flame on his nebulizer. No injury is alleged.

Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined that this is an MDR. RMA (B)(4) has been initiated for this issue. Model irc1190 serial number/date code (B)(4) is approximately 9 years 4 months old. The user manual was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.